Manufacturer narrative:
Awaiting product return to conduct quality investigation.

Event description:
Consumer reports having high and low readings, very erratic. Analysis run on clark error grid using mean avg, reading (163) as ref. Point vs bd readings (55, 38, 395) yielded data points in the c range of the grid outside of acceptable limits.